Event description:
It was reported to hamilton medical ag, that: "transfer of a patient from (B)(6) hospital. The infant was on high flow nasal oxygen (hfnc) at 6 l/min with an additional oxygen requirement of 25¿35%. During the transfer, the hamilton-t1 ventilator (pn1610060 / sn(B)(6) stopped delivering supplemental oxygen and had switched it off. The undersigned was unable to turn the supplemental oxygen back on. We stopped the ambulance, and the drivers came to restart and recalibrate the device. The nurse maintained positive-pressure ventilation for the infant and instructed the drivers on how to operate the device. In this situation, the nurse was largely left alone, as the drivers had no training in the use of the device or in neonatal care. Contributing factors: the nurse was alone with the infant in the rear of the ambulance and only received assistance once the ambulance had stopped." Patient involvement with medical intervention, but no patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation is ongoing.